Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. A review of device data revealed a battery voltage measurement lock-up had occurred. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False eri triggered on (B)(6) 2015 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).